Event description:
Pt presented with an ache almost immediately postoperatively following primary implantation of a margron hip replacement. The implant was subsequently revised. During revision of the primary implant, aseptic loosening of the stem was noted. It is likely that the loosening was due to undersizing of the stem component. Revision to larger stem size resulted in a settling of the pain.

Manufacturer narrative:
Pt symptoms of ache almost immediately following primary surgery of late 2004. Revision surgery performed in 2006 due to aseptic loosening of the femoral stem. The loosening was likely due to use of an undersized component in the primary procedure. Pain settled following revision to a larger (wider) stem size. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic associated in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.